Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to touch. There was not reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Upon receiving the pump, the distributor performed a system check and troubleshooting was performed. The pump performed as intended. No failure was identified.